Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the wire was placed, the pucture needle was removed and the needle hub broke.

Event description:
It was reported that after the wire was placed, the pucture needle was removed and the needle hub broke.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.